Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead eroded through the skin which caused a pocket infection. The patient required antibiotic treatment. The implantable cardioverter defibrillator (ICD) and right atrial (ra) lead were explanted. No further patient complications have been reported as a result of this event.